Manufacturer narrative:
Product ID 8590-1 lot# n504196, implanted: 2015 (B)(6); product type accessory product ID 8781, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the dizziness the patient experienced was directly related to the prialt. The health care provider (hcp) changed the prialt in the pump to dilaudid and the patient was getting relief without symptoms as of the time of this additional report. No further information was provided.

Event description:
It was reported, the patient¿s dose was changed on 2015 (B)(6) and soon after the patient started to experience side effects. It was noted, the dose of prialt was around 4 micrograms (mcg) and went up to around 8 mcg. The patient¿s concentration of prialt was 25.0mcg/ml. They were going to decrease the dose. The patient experienced hallucinations, passing out, dizziness, ¿seeing things like doors moving by themselves,¿ "hearing things like phones ringing," disorientation, and the patient had a ¿major scream out¿ with a family member that she did not recall. It was further reported, the patient was taken from 25 mcg/ml of prialt and 1.2 mcg/day to dilaudid 10 mg/ml with a dose of 2 mg/day and bupivacaine 30 mg/ml. The pump was filled with 19 cc. The expected amount was withdrawn. A bridge bolus was performed and the bridge bolus was increased to 3 mcg/day so that the bridge would change in 99 hours. It was unknown if the issue had been resolved, how it was resolved, and the patient¿s outcome was not reported. Should additional information be received the event will be updated.